Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: because suction cylinder was shaved, suction volume does not meet the standard value; due to damage on charged coupled device unit, the image had black dots; light guide lens had a crack, plastic distal end cover was deformed, adhesive on bending section cover was detached, bending section cover had discoloration, connecting tube had buckling and a dent, due to wear of angle wire, bending angle in up, down, left and right directions did not meet the standard value; due to wear of angle wire, the play of up, down and right, left knobs were out of the standard value; due to a dent on channel tube, channel cleaning brush and forceps could not be inserted smoothly; image guide protector had a cut, scope cover was deformed, suction cylinder was shaved, scope cover was missing and the following was scratched: control unit, grip, switch 1, universal cord, video cable, electrical contact of video connector, and video connector case. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows: yes, the device was reprocessed at client side before arriving at sbc; it is one of the prime and busiest hospital of gi; at the time of the reduced angulation event, no procedure was going on; but there is a possibility that prior to finding this, the device might have been used on a patient with foreign material attached; but no infection related event ever reported from the customer. Yes, the user at this hospital usually inspects the device for physical malfunctions before using it; generally yes, precleaning was done without delay and is fast within an hour after a procedure, appropriateness can not be confirmed due to high patient load; there were no abnormalities in the accessories used for reprocessing. Yes, manual cleaning was performed within an hour. Yes, the device was appropriately rinsed before manual disinfection. Yes, all scope channels connected with tubes when the scope was setting up into the automatic endoscope reprocessor/ endoscope washer disinfector; it¿s unknown if the air/water channel was flushed with water and air by using mh-948 or other equipment; there were no effect from other products/ reprocessing accessories/ automatic endoscope reprocessor/ endoscope washer disinfector.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle has foreign objects, light guide lens has foreign objects, adhesive around the light guide lens has foreign objects, plastic distal end has foreign objects and the adhesive around the objective lens has foreign objects. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunctions could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.